Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. The physician used mineral oil and was able to inserted the lead into the connector port. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). (B)(6).